Manufacturer narrative:
The field service engineer (fse) found that the instrument has diluent that drips from the end of manual aspiration probe after a backwash. The fse replaced the blood sampling valve (bsv) assembly and the leak was fixed. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 1.0 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.